Manufacturer narrative:
Taper unknown. Only the port housing and small piece of tubing attach was received. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Analysis of the device noted damage from a sharp instrument to the piece of tubing that was attached to the port housing. (It is undetermined if this is from the port or band tubing.) There was not indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp.

Event description:
Reported as "leak access port".